Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was attempted to cross the common iliac artery using the in-line sheath however was unsuccessful due to the common iliac artery being kinked. The dcs was pushed hard however the dcs still would not cross. The dcs was removed. A 20 fr sheath was then used. The dcs was able to advance into the native annulus with the 20 fr sheath. The valve was attempted to be deployed and was recaptured twice. It was noted that the capsule was damaged. The dcs and valve were recaptured and removed. A new valve and dcs were used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule and the capsule partially opened. There was no capsule separation, however, there was a capsule buckle visible to the proximal end of the capsule. There were two bends to the stability shaft. The device was returned with the handle intact and the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule. There were two slight tortional kinks and one more severe torsional kink to the outer shaft. The valve could not be deployed due to the damage to the capsule. The reported events for difficult to advance, separation of components, and positioning difficulties could not be confirmed in the analysis. Conclusion: procedural images were provided for review which confirmed that significant tortuosity was evident in the right and left common iliac arteries. After advancing the system, a damaged capsule was identified while still in the body. A still image was also provided showing the damage to the capsule. The subject delivery catheter system (dcs) was returned to medtronic for analysis. There was no capsule separation, however, there was a capsule buckle visible to the proximal end of the capsule. There were two bends to the stability shaft. Delamination was observed over the nitinol reinforcing frame along the distal section to the proximal end of the capsule. There were two slight torsional kinks and one more severe torsional kink to the outer shaft. The valve could not be deployed due to the damage to the capsule. There was no other damage noted to the remainder of the device. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the dcs was attempted to cross the common iliac artery using the in-line sheath, however, was unsuccessful due to the common iliac artery being kinked. It seems most likely that the difficulties encountered when attempting to advance the device occurred due to difficult patient anatomy. The difficulties encountered most likely resulted in the deformation that was evident to the capsule, the bends to the stability shafts, and the kinks to the outer shaft. It was reported that the common iliac artery was kinked and contributed to the capsule damage. The dcs was pushed hard, however, the dcs still would not cross. The device instructions for use (IFU) instructs ¿if there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). The dcs was withdrawn. A 20 french (fr) sheath was then used. The dcs was able to advance into the native annulus with the 20 fr sheath. The device IFU instructs "if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components". The valve was recaptured twice due to a low implant depth. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the capsule separated during deployment. It was reported that the common iliac artery was kinked and contributed to the capsule separation. The valve was recaptured twice due to a low implant depth. No procedure delay occurred as a result of the capsule separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.